Event description:
It was reported that five days after implant, the patient presented with no stimulation on the right ventricular (rv) lead. The lead was tested using an analyzer, and no anomalies were noted. The rv lead was also connected to the atrial port of the device, and appeared fine. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.